Manufacturer narrative:
A medtronic field service engineer (fse) visited the site on 8/15/2016 and found the gantry motion controller unable to move the door open or closed. The door motion would just move a little bit then stop. Changed controller and o-arm passed all tests. System fully functional after motion controller replacement.

Event description:
A medtronic representative reported that the o-arm door was not closing. O-arm booted up as it should for the spine surgery, no error messages received. Positioned the o-arm around the patient and tried closing the door, clicks were heard, but the door was not closing. Rep pressed the "door open" button and said that the o-arm seemed to be trying to close the door. System did not respond when the manual door override button was used. O-arm was rebooted, but the issue continued. They used the second o-arm at the site for the surgery. No harm to patient.

Manufacturer narrative:
There was a reported delay to the procedure of less than 1 hour due to this issue. The gantry motion control box was returned to the manufacturer for analysis. Conclusion not yet available as evaluation is in progress.

Manufacturer narrative:
Analysis on the suspect motion controller was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No evaluation reason was inadvertently populated with "device evaluation anticipated, but not yet begun" and should have been left blank on initial MDR. Several attempts were made for part return without success. No parts were received for evaluation.